Event description:
On the date, the patient underwent robotic prostatectomy, for removal of carcinoma fully within the capsule, involving 35% of the gland. In 1972 the patient had undergone 40.5 grays cobalt radiation to the inguinal region, which may have precipitated the formation of the prostate cancer, left extensive scar tissue throughout the pelvis, making the resection extremely difficult. Furthermore, the patient has von willebrand's disease, so bleeding was extensive from radiation scarring as well as the patient's bleeding disorder. Therefore, a large number of hemo-o-lock ligating clips (product of teleflex medical) used during this prolonged procedure. Bleeding was more extensive in the right inguinal region, and so larger number of clips were used in this area. He was noted over the next four years, that the patient's absolute lymphocyte count gradually dropped, until it reached 300 in (B)(6) 2004. The patient began to develop significant right radicular pain and paresthesias, and was evaluated for lumbar disc disease, which was not found. Further evaluation of the lymphopenia, resulted in a CT of the abdomen, and a 4.5 x 9.5 I, the calcified tumor was found in the operator foramen, pressing on the right sciatic nerve. Bone marrow biopsy was normal, and CT-guided biopsy showed highly calcified spindle cell formation, with no identifiable tissue. On (B)(6) 2013, the patient underwent an extensive resection of the right groin, and down into the obturator foramen, and the tumor was removed as well as a large number of hem-o-lock ligating clips that were found embedded within the tumor, as well as many as could be found and safely removed within the pelvis. At least two clips could not be resected, without risk of extensive bleeding or damage to essential orchids. However, the paresthesias have returned, and followup CT, has shown no new tumors forming, currently less than 3 cm in diameter, but further surgical resection will be necessary. Searching the literature, and contacting the manufacturer, indicates that no one has ever reported this unusual reaction of the immune system to the chemicals within hem-o-lock ligating clips. Therefore, this patient may have a unique, but extremely serious reaction such that some permanent neurologic impairment is anticipated. The patient was nearly bedridden and had to have an indwelling catheter for 3 months following prostatectomy due to anastamosis breakdown and urine leaking into the pelvis. Once healed, he returned to his normal vigorous physical activity, but would develop extensive cholinergic urticaria over most of his body with any exertion. On (B)(6) 2014, patient developed atrial flutter, he had pacs for approximately one year, present only on exercise, this could be related to years of endurance sports at the age of (B)(6), but could also be related to lymphocytic infiltrate on the right atrium, as that has been reported in several studies, and his lymphocytes are definitely not responding normally. Therefore, the atrial flutter might also be a complication of the hem-o-lock ligation clips. Diagnosis or reason for use: control bleeding during robotic prostatectomy. As stated in problem, hem-o-lock clips, possibly of different sizes (operative report does not state) were placed by (B)(6), md on (B)(6) 2009. The materials mgmt and purchasing depts at (B)(6) have not been able to determine the lot number of the product, but it was probably purchased in (B)(4) 2009, or a little later, as dr. (B)(6) started in (B)(6) 2009. As many of the clips as possible were removed on (B)(6) 2013, by (B)(6), md, but at least 2 remain, lymphoma and cholinergic urticaria persist and now 2 new tumors are forming and causing significant radiculopathy and lymphatic blockage, so it is anticipated that the pt will return to (B)(6) for further surgery this summer, once his atrial flutter can be stabilized (which may or may not be related to the hem-o-lok ligation clips).